Event description:
It was reported that the needle deployed from the pod prior to proper pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received in the not deployed state. The slide insert and linkage assembly were found to be in the not deployed position. The soft cannula was not visible through bottom housing window. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. The drive mechanism assembly found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early.